Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the coronary artery. After crossing a guide wire to the target lesion, a 38 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, upon advancing, it was noted the device became stuck with the guide wire. The physician then removed the whole system simultaneously and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.